Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t hs stat assay (tnt-hsst) result for 1 patient tested on a cobas 8000 e 801 module. The initial tnt-hsst result was 21.8 ng/l. On (B)(6) 2018 the repeat tnt-hsst result was 3.1 ng/l. The initial tnt-hsst result was released outside of the laboratory. The repeat tnt-hsst result was deemed corrected and reported to the physicians. There was no allegation of an adverse event. The calibration and qc results prior to the event were acceptable. The tnt-hsst reagent lot information was requested but was not provided. The investigation is currently ongoing.